Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A customer reported, the flap was thinner then programmed following corneal flap creation. Additional information has been requested.

Manufacturer narrative:
Additional information provided. The company representative tested the flap thickness with the gel cut and determined the cut to be with in normal limits. The company service representative examined the system and was unable to confirm or replicate the reported event. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).